Manufacturer narrative:
(B)(4) : device not available for analysis.

Event description:
Per the clinic, the patient experienced dizziness with device use. Additional information has been requested, but has not been received as of the date of this report, (B)(6) 2013. The device was explanted on (B)(6) 2002, and the patient was reimplanted with a new device during the same surgery.